Event description:
It was reported that there was an alert for high impedance on the high voltage coil of the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted. Two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(4) 2012 02:15:03 and (B)(4) 2012 02:15:03. Weekly hv- lead impedance trend data shows varying and gradual impedance increase for min and max defib = 70 to 102 ohms range between (B)(4) 2010 and (B)(4) 2012.